Event description:
A malfunction alarm, identified as malf 1, was reported, and it was confirmed that the customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Therefore, there was no adverse impact on the customer¿s blood glucose level. The customer used mdi as a backup therapy while waiting for a replacement pump, which was sent by technical support.